Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 15 events were originally reported for this failure mode during the reporting quarter; however, - 2 events were inadvertently excluded. - 17 reported events are included in this follow-up record. Product return status 17 devices were evaluated in the field.

Event description:
This report summarizes 17 malfunction events in which the device had paint chips missing. - 17 events had no patient involvement; no patient impact.

Event description:
This report summarizes 15 malfunction events in which the device had paint chips missing. 15 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 15 events were reported for this quarter. Product return status: 15 devices were evaluated in the field. Additional information: 15 devices were not labeled for single-use. 15 devices were not reprocessed or reused.